Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and dislodgement were noted on the right ventricular (rv) lead. The lead was revised and reprogrammed. No patient complications have been reported as a result of this event.